Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer family reported via phone call that they experienced high blood glucose . The customer¿s different blood glucose level was 200 mg/dl, 267 mg/dl, 400 mg/dl,150 -180 mg/dl and current blood glucose was 115 mg/dl. The customer was treated with extra carbs for bolus. The customer stated that the insulin pump was using auto mode. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.